Manufacturer narrative:
(B)(4). The insulin pump alarmed failed battery using several test batteries including the battery simulator. Failed battery test isolated to the electronic assembly. Unable to perform the displacement test, sleep current test, active current test and self test due to failed battery alarm.

Event description:
Information received by medtronic indicated that insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that they just replaced a new battery in the insulin pump and it says battery failed and she did try 10 different packages of battery and did the same thing. Customer stated that insulin pump was fell on the floor before changing the battery. Customer stated that contacts are not missing, damaged, or corroded. The device will be returned for analysis.